Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Some motor error alarms found in the alarm history. It was also reported that the insulin pump alarmed no delivery. It was stated that the blood glucose level is normal; customer did not require med treatment. No further info reported.